Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the motor protection switch and connecting wires on a aquabplus reverse osmosis (ro) system were burnt. The reported issue was discovered during troubleshooting. The biomed initially contacted fresenius after the motor protection switch tripped during chemical disinfection. The system displayed the warning code w-02-50-20. The biomed replaced the motor protection switch and connecting wires to resolve the reported issue. Additional information was requested however a response was not received. There was no patient involvement nor personal harm reported that was related to the thermal damage sustained by the ro system. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the motor protection switch and connecting wires on a aquabplus reverse osmosis (ro) system were burnt. The reported issue was discovered during troubleshooting. The biomed initially contacted fresenius after the motor protection switch tripped during chemical disinfection. The system displayed the warning code w-02-50-20. The biomed replaced the motor protection switch and connecting wires to resolve the reported issue. Additional information was requested however a response was not received. There was no patient involvement nor personal harm reported that was related to the thermal damage sustained by the ro system. No parts were returned to the manufacturer for physical evaluation. Additional information: the biomed reported that there was no patient involvement regarding the reported issue. The event occurred during chemical disinfection, and the motor protection switch and connecting wires were replaced to resolve the issue and return the ro to service. The biomed clarified that the thermal damage occurred at stage 1 and affected l3. The thermal overload did not trip nor did any main fuses. There were no environmental conditions such as power/line fluctuations, power surge, thunderstorm, missing mains phase/s, etc., prior to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However a photograph and the machine files were provided by which the reported issue could be confirmed by the manufacturer. The complaint investigation determined that the reported issue was caused by poor electrical contact between the crimped cable lug and the contact pin at the motor protection switch. The issue is a known problem. A CAPA was opened to address and redesign the crimped cable lug. The manufacture of this product precedes the CAPA. The issue was resolved onsite by replacing the motor protection switch and the cables connected to it. A review of the repair history indicated that no previous records were found. A review of similar complaints and the device history record (DHR) are not required as this issue is a known problem. Additionally, a review of the instructions for use (IFU) was not performed because the failure pattern was not user related.